Event description:
It was initially reported by the surgeon's nurse that the patient underwent a full revision surgery due to abnormal lead impedance and generator was replaced prophylactically. No additional information was provided. Good faith attempts to obtain additional information along with the explanted device for analysis has been unsuccessful till date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a serious injury or death.